Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Synthes (B)(6) reports an event as follows: patient was fused with uss 1 construct on an unknown date at unknown levels. Surgeon noted adjacent level disc disease above the fusion and returned patient to the operating room on (B)(6) 2013, to extend the construct. Surgeon removed the entire uss 1 construct (2 rods, unknown number of screws, collars and nuts). Patient was revised to a matrix construct. During removal of one of the uss 1 pedicle screws, the tip of the 3.0mm set screw extractor broke off in the head of the screw. The uss 1 pedicle screw with the broken tip was removed and replaced with a matrix screw. Procedure was completed. The facility discarded the set screw extractor. The explanted hardware will not be returned for investigation. This is 4 of 15 reports for the same event.